Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an esophagus resection procedure, two devices were used. The first instrument fired an incomplete staple line. The second device was fired malformed staples. The case was completed using sutures and another device. There was no adverse patient consequence.